Manufacturer narrative:
Date of initial report: (B)(6) 2017 the device was returned for evaluation. The investigation confirmed the reported incident. When the unit was powered on it would intermittently generate a false positive detection. The investigation isolated the failure to a damaged adapter cable, but the root cause of the adapter failure could not be reliably determined. The adapter was replaced to address the condition.

Event description:
The customer reported a false positive detection during testing. There was no patient involvement.